Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user disconnected the pump for travel and, upon attempting to reconnect, repeatedly received alert 41 indicating an insulin shaft rewind error despite multiple restarts and adequate charge; troubleshooting included guided restart, education that therapy data would be retained through restart, and confirmation that backup therapy was required, after which the ilet was replaced and return logistics were provided. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy until the replacement was obtained. Investigation included review of device history on the ilet, confirmation of the alert, attempts to resolve by restarting, and assessment of device charging status. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.